Event description:
The patient received great relief and therapy from the device but then it ¿stopped working¿. The patient had the device implanted about six months to a year ago and it worked for a few months. His tremors were gone and then the tremors came back a few months after implant. No additional follow up is possible.

Manufacturer narrative:
(B)(4).